Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) probably has dirty blood inside. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse disassembled the device casing, and found traces of blood detected in the pneumatic module. The fse then replaced the pneumatic module assembly, calibrated the pressure transducer, and performed functional and diagnostic checks. The unit passed all performance and safety tests according to the manufacturer's specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) probably has dirty blood inside.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.